Event description:
The consumer's friend/ family member reported a loss or change in therapy. The patient had a 50% improvement since implant but had a change where he experienced several accidents. He had increased amplitude to 5.7v the night before the symptoms changed. Patient was not feeling stimulation and therapy was on. There was no fall or trauma related to this issue. The patient increased amplitude from 5.7v to 6.0v and reached the maximum amplitude threshold. No further information was provided about this event.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va11d2w, implanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported there were no impedance measurements taken. The hcp noted the patients therapy was good, but the patient could not feel stimulation on (B)(6). The hcp noted on may 18th the patient indicted that they had no improvement of symptoms with urgency/frequency. The hcp noted that the patient first couldn¿t urinate and then the patient is urinating too much. The hcp want a manufacturer representative (rep) to check the implant. Additional information from a friend or family member reported the therapy helped the patient at first with his symptoms, but now the patient is having accidents. The caller noted they have tried all the programs, but they have not helped. The caller noted when they turn the stimulation up it would help the patient at first, but then it would be too strong so they would have to gradually decrease. The caller also noted they had saw a rep who told them the lead was not working. The caller stated the lead for program 2 was not working. The caller also stated she does not think the device was working right. It was noted the patient feels stimulation. Additional information from the manufacturer representative (rep) reported there were unaware of any issues at the date of the appointment, it was unknown what trouble shooting was performed, and the causing of the lead not working remains unknown. Additional information from the rep reported the case is was very off label use of the device and she told the hcp she couldn¿t support this use before implant. The rep noted the patient is greater than (B)(6) and he has multiple commodities, including a neurogenic co-morbidity. The rep also noted the patient has parkinson¿s disease. The rep noted she does not know who told the patient the lead is not working. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.